Event description:
The patient reported increased seizures and states the magnet doesn't work as well. The provider could hear voice alteration when she spoke to her but the patient noted that the stimulation feels shorter. No further relevant information has been received to date.

Event description:
The nurse stated that the increase in seizures was not related to vns in any way and the seizure rate is at/below pre-vns levels.